Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker was found to be in safety mode upon interrogation. This occurred while taking the device out of storage mode for implant. No patient involvement.